Manufacturer narrative:
The investigation into the positioning issues and the arrhythmia has been completed since the original report was submitted. The device was not returned for investigation. Data logs were reviewed and no positioning alarms were noted. The root cause of the positioning issue was not determined since product was not returned and insufficient clinical information provided. As the necessary information was not provided, the root cause of the positioning issue and arrhythmia was not determined. H6 medical device problem code 2993 should be removed from initial report. F6 and f8 should have been blank in the initial report.

Event description:
The user facility reported a 66-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported after 73 hours of support the pump was explanted as it had come out of position and was causing arrhythmias. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). Arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿